Manufacturer narrative:
One smiths medical cadd solis hpca was returned for analysis with a damaged lens. During analysis, the customer's reported concern regarding "under infusing" was not confirmed, but accuracy rest showed that the unit was over infusing. Service will trim the expulsor to correct the over infusion. Based on the evidence, the initially reported complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was under delivering. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.